Event description:
It was reported that low pacing lead impedance was observed. The physician will monitor the patient to see if there are any changes. Both the capture and sensing threshold are stable.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.